Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, the lead impedance and threshold were high. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. The tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.